Event description:
Reporter alleged obtaining a result of 118 mg/dl on his advantage system and then becoming hypoglycemic right afterwards. Reporter stated his brother and a waitress treated him with orange juice. Reporter stated he was taken home by his brother, a result of 279 mg/dl was obtained on the same system and he ate some food. Reporter stated he went to the emergency room 45 minutes later and they obtained a result of 114 mg/dl on their system. Reporter stated he was treated with an IV and then released a few hours later. No other actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that he no longer has the strips and so no product will be returned for evaluation.